Event description:
It was reported that the patient would have their lead and generator replaced in 2008, due to a lead break. Follow up with the physician's office revealed that diagnostics were performed that gave high lead impedance readings and x-rays taken confirmed the lead break. The patient was also experiencing a worsening seizure pattern which the treating physician attributed to the lead break. Attempts to obtain additional information as well as a copy of the x-rays have been unsuccessful to date.